Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. Follow up attempts for further information have been solicited, but the initial reporter has not responded with any further details in regards to the event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of ¿filling of saline bag¿ was addressed by a CAPA.

Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the plant investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode. The incident occurred while no patient was connected and no patient was involved. There is no report of any patient harm or adverse event. Machine disposition and repair information have been requested but are not available to date. No further information is available.